Manufacturer narrative:
Product ID 3888-45, lot# v498303, serial# implanted: (B)(6) 2011, explanted: product type lead; product ID 3888-45, lot# v498303, serial# implanted: (B)(6) 2011, explanted: product type lead; product ID 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type lead; product ID 37752, lot# serial# (B)(4), implanted: explanted: product type recharger; product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3708220, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was determined that the patient's leads had moved and were "floating in his back" which was confirmed with an x-ray in (B)(6) 2011. It was reported that the patient had reprogramming done at that time which helped and the physician recommended reprogramming every 6 months to adjust the leads. Reprogramming every 6 months was also suggested because the patient had lost a lot of weight. It was reported that the patient felt stimulation in his "gut" and upper legs instead of his lower legs and back. It was reported that the patient had three back surgeries in 2010 in which they redid the anchors to his leads. The patient tried turning his stimulation up and also tried all three programs, but he felt he needed to have reprogramming. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that the patient had a lead revision procedure (B)(6) 2011 due to migrated leads. It was reported that an x-ray was done (B)(6) 2011 and showed electrodes were well positioned. On (B)(6) 2011 it was noted that the patient stated that the stimulation was giving minimal relief. The patient was seen by his physician (B)(6) 2012. No x-ray imaging was performed at this appointment, and it was reported that the stimulator was "helping significantly". Approximately 1 month later the patient was seen for follow-up and it was reported that the stimulator had not moved outside of the central incision site. There was no sign of protrusion, infection, edema, or seroma. At this appointment the patient restated the stimulator was "helping significantly."